Event description:
It was reported that the device indicated elective replacement (eri) and it may have been premature. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 5076 implantable pacing lead 2010 (B)(6), 4194 implantable pacing lead 2010 (B)(6). (B)(4).